Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient reported they were told they needed a hard charge. After several trips over the weekend to remove and replace battery on controller patient spoke to tech on the phone and issue was resolved. Patient reported there are some times that screen goes blank but only for short period of time.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# unknown, product type: programmer. Patient if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Information was received from a patient (pt) regarding an external device. The reason for call was pt says they were charging their implant "late friday night" and the screen went blank. Pt says when this happened they lost therapy and had problems walking but when the screen turned back on and they were able to charge and turn stimulation back on and are "back to normal now". Pt says that they took battery pack out and reinserted but didn't resolve. Pt says that after plugging in controller and the screen came back on today. Pt is nervous this will happen again. Everything appears to be working so I told pt to call back if the issue happens again.